Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d medical device brand name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the witness screen was not displaying as expected. A technical support specialist (tss) remoted into the station and confirmed that all drawers were functioning properly. The customer demonstrated the workflow, logging in, selecting the patient and medication, and attempting to issue; however, the witness screen did not appear. The tss checked the machine and found that the zones were not populated. After updating the zone settings, the customer retried the workflow and was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank cubie¿ replenishment station (mini) drawer was not opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.